Event description:
Due to extended procedure time related to coil embolization of internal iliac artery and contralateral leg hole cannulation, this pt required tranfusion of one unit of blood via cell saver return. This event was procedural related and no allegation of deficiency was made regarding the excluder device.